Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the previous report and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the "white dots on the screen from the lens" were caused due to faulty pixels, and that the pixel correction needs to be completed. Additionally, it was identified that the device experienced noise on image and that the camera cable needs to be replaced. Based on the results of the investigation, the most probable cause of the complaint is a component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had white dots on the screen from the lens. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had white dots on the screen from the lens. There were no reports of patient harm.